Manufacturer narrative:
Date sent to the FDA: 12/2/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 12/2/2020. Corrected information: d4 - expiration date.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted incarcerated bowel. Adhesions were extensive and were taken down. There were multiple defects extending from the umbilicus up through the patient¿s original repair and the supraumbilical area. There were multiple hernia defects with separate hernia sacs. All were reduced and hernia sacs removed plus removal of mesh. It was reported that the patient experienced severe pain and abdominal pain. No additional information was provided.